Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) would not power on. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. As received, the monitor would not power on. Upon eval, there were multiple charred components on the boards inside the monitor. The cause of the charred components is likely a short at the power supplies. The root cause of the short cannot be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.